Event description:
Medtronic received information that after the use of an autolog wash kit, it was reported that at the end of the procedure, when the customer had spun down all their blood, they unlocked the centrifugal bowl from the centrifuge and attempted to pull the bowl out of the centrifuge and the top of the bowl came off. The remainder of the bowl stayed in the centrifuge. There was no indication of an issue while they were running the cell saver. The issue occurred after the procedure during tear down. There was no patient impact associated with this event. Medtronic received additional information that the bowl fins were not damaged. There was no damage to the packaging (outer box, inner packaging or sterile barrier). Other devices in the same box/shipping container were not damaged.

Manufacturer narrative:
Device evaluation summary: visual inspection showed the autolog wash kit lid was separated from the bowl. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.